Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the equipment coordinator that the patient developed a severe pump pocket infection that required pump removal in order to treat and the patient expired shortly thereafter.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time.